Event description:
A malfunction alarm, identified as malf 0, was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to the caller on resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to reach out if the issue reappears.